Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing using a test battery without duplicating the report. Review of the device log found battery communication failures; however, this is not necessarily indicatative of a device malfunction. The device was recertified and returned to the customer. The battery used during the report was not returned as part of this investigation. No trend is associated with reports of this type.